Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the his bundle lead implant, repeated attempts to position the lead occurred but failed due to the patient's anatomy. It was further reported that the lead exhibited unstable thresholds during the placement attempts. It was noted that the repeated placement attempts resulted in lead tip damage. The lead was not implanted, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.